Event description:
A customer contacted beckman coulter (bec) to report that two (2) different unicel dxh 800 coulter cellular analysis systems generated no blast specific flagging messages that was recovered for two (2) different patients on two (2) separate days ((B)(6) 2013). The presence of blasts was confirmed by the manual differential enumeration. This report documents the results obtained on (B)(6) 2013 for one (1) patient sample generated on the dxh 800 (serial number (B)(4)). The patient sample was initially analyzed on the dxh 800 (serial number (B)(4)) and then rerun on an alternate dxh 800 (serial number (B)(4)) for confirmation of low platelet (plt) results. Although the auto differential results obtained from both dxh 800 systems correlated with the manual smear enumeration, no suspect messages were recovered by either instrument, and the manual smear revealed the presence of 3% blasts and 2% nucleated red blood count (nrbc). The manual differential was considered correct. No erroneous complete blood count (cbc) results were obtained, which addition, were all verified upon rerun. The customer considered the cbc results to be correct and the differential results incorrect based on the absence of instrument specific differential flagging. The erroneous results were not reported out of the laboratory. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Additional information: raw data was analyzed and indicated that the sample referenced for this event had 3% blasts. However, the histograms showed normal looking patterns and the algorithm did not set suspect flags because there were no significantly abnormal patterns to set a flag.

Manufacturer narrative:
No sample collection or preparation information was supplied. Quality control (qc) was performed prior to the event was within laboratory established ranges. The customer implemented the use of additional decision rules to be able to enhance the blast flagging sensitivity. Those rules involve the use of the differential cell population data (cpd). Service was not dispatched for this event. Failure mode cannot be determined with the information provided. Raw data analysis is pending review. The following mdrs are associated with this event and documents the results obtained on the separate day and/or on a different instrument: 1061932-2013-02143, 1061932-2013-02144, 1061932-2013-02145.